Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as not an event. No side branch occlusion or chest pain on ECG changes thus, no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately one day post index procedure, patient suffered a possible pci related myocardial infarction (target vessel). Investigator assessed that the event is not related to index device or antiplatelet medication and probably related to procedure. Patient is recovered.